Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd double curve access system (was) and a 20mm watchman flx pro laa closure device and delivery system (wds) was selected for use. The wds was advanced and deployed in the laa. During evaluation of the position, anchor, size, and seal (pass) criteria, the device dislodged from the laa during the tug test. The patient was checked for an effusion, and a trace effusion was found under the right ventricle. The patient remained hemodynamically stable. The physician noted that additional pre-procedural imaging may have been beneficial, as it was unclear whether the effusion was newly developed or pre-existing. No intervention was required to treat the effusion. There were no further complications. The patient is expected to fully recover.